Event description:
It was reported that the unit had a 110d proximal pressure sensor range error. It was unknown how the issue was found. No patient or user harm was reported. It was reported that all testing was performed for the proximal line. No faults found. Further information regarding patient involvement has been requested.

Manufacturer narrative:
The unit was in patient use a the time of the event. The patient was moved to a different unit. No patient or user harm reported. No fault was found during evaluation of the unit. No repairs were performed.